Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 353 mg/dl at the time of incident. The customer's blood glucose was 427 mg/dl at the time of call. The customer stated that they already performed troubleshooting for high blood glucose. The insulin pump will be returned for analysis.